Event description:
It was reported that (1) rpfxg was used during a thoracotomy procedure. It was reported by the rep that the scrub tech opened rpfxg cutter and handed it to surgeon. The surgeon inserted cutter through trocar and placed jaws of cutter on lung tissue. The surgeon pulled back the intermediate position on cutter and the device made a loud noise and it sounded like it cracked and shattered internal to the trocar. The surgeon released intermediate position and cutter from tissue and removed cutter from the trocar. The cutter was not fired on tissue. The tech opened another rpfxg cutter to complete the case. There was no consequence to the patient.